Event description:
It was reported during initialization, an error code was displayed. While trying to initialize their probe. During troubleshooting, they placed their tester probe onto the st holster and it worked properly. They continued their case with the probe and st holster. There was no pt consequence reported.